Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: lavh. Event description: doctor inserted the trocar and the tip broke into pieces. All the pieces were retrieved. It is unknown if proper insertion techniques was used. Additional information received via email from an applied medical sales representative on 27jun2017: "I'll confirm tomorrow, but what little I was able to see it appeared it was the cannula". Type of intervention: opened a new trocar and everything went fine. Patient status: no injury to the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed the complainant's experience of fragmentation of the cannula tip. The fragments from the cannula were returned with the event unit. It is likely that the cannula tip fragmentation was caused by a combination of lipid exposure and force applied to the distal tip of the cannula during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.